Event description:
It was reported that the user was without a continuous glucose monitor (cgm) sensor with a blood glucose of 339 mg/dl while away from home and subsequently applied a new dexcom g7 on return, after which the ilet resumed receiving glucose values and began delivering correction doses; this represents an improper or incorrect procedure or method, and no specific device component was implicated. Symptoms included hyperglycemia and headache. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.